Event description:
The clinician reports the implant was inserted 2019-01-21 in ada 19. Details of surgery: immediate extraction site. On 2024-09-25, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and inflammation. No further patient complications were reported.